Event description:
Caller reported a cgm error 42. Blood glucose level was not adversely impacted. Technical support provided guidance for a pump reset, and caller successfully started a new sensor session without further issues.